Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, the seal was leaking. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Leak test failure the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked without the test probe inserted. We have documented the circumstances as they have been reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Leak test failure the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked without the test probe inserted. We have documented the circumstances as they have been reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
On packs cycle -saw smoke coming out around the door and smelled something burning-didn't actually see flames- they just stopped the sterilizer.